Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an echocardiogram. During the diagnostic procedure, it was noted that there were some episodes of pause. These episodes were not reproducible via isometrics, nor were they noted on stored electrograms. They were believed to be caused by oversensing leading to pacing inhibition. The lead was capped and replaced on (B)(6) 2021. The patient was not symptomatic to the event and was in stable condition throughout.